Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of 33 mg/dl at the time of the incident. The customer was at 35 mg/dl at the time of admission. The customer was given glucagon to treat. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The customer believes the pump may have caused the low. The customer also had a car accident on (B)(6) 2017 while wearing the pump. The insulin pump had physical damage at the reservoir compartment and will not be returned for analysis.